Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "having positioned the device, the endoprosthesis is deployed and the moment of opening the free flow is not released from the guides that held it, therefore it does not open, the opening site is uncovered to remove the guides manually but it is not possible to open the free flow, so the shirt is advanced alone, space is gained and the positioner is introduced more to release, thus achieving fully open." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). After investigation the event for this pr# is no longer reportable as investigation have concluded that the product malfunction did not and can not lead to serious injury to the patient. (B)(4). Summary of investigational findings: it is reported that the stent graft was not fully expanded after removing the wires. A single angiographic image during deployment was provided to aid in the investigation. The endograft was unsheathed and the trigger wires also removed, given the absence of the grey positioner at the distal graft end. The bare stent remained gathered at the delivery catheter as if still constrained by the trigger wires. All of the bare stent triangles formed a figure 8, indicating that the delivery catheter twisted before trigger wire release and/or some of the bare stent wires had slid back along their sealing sutures. The likely cause of the reported event is possibly related to retracting the introduction system and likely twisted prior to trigger wire removal. As per IFU, to avoid twisting the endovascular graft, never rotate the introduction system during the procedure. Allow the device to conform naturally to the curves and tortuosity of the vessels. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.